Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new adhesives needed to be applied to the remote manager, as the adhesive pad holding the remote manager to the fridge had come off completely and required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stick pad holding the remote manager to the refrigerator had come off completely and required replacement. The field service engineer (fse) confirmed, based on customer reports and onsite inspection, that the adjustable remote manager hasp was detached from the front of the refrigerator. The old adhesive was removed from the hasp, and a new remote manager double sided adhesive was applied. The hasp was reinstalled on the refrigerator and properly aligned with the remote manager to ensure correct engagement. Remote manager functionality was tested using the inventory count workflow within the application, and hardware operation was verified to be successful. The remote manager hasp was secured and aligned, and the device was confirmed to be functioning normally at the time of service. Tested and verified proper operation of the bioid scanner, barcode scanner (scanner arm secure), and keyboard, then reseated the pyxibus cable and rebooted the station per standard procedure. The system functioned as intended after field service engineer repaired the device.